Event description:
It was stated that during a procedure, the physician found that the catheter would not deflate. The catheter did deflate on its own in approx 1 mins time. Catheter inflated fine. No harm to pt.